Event description:
Edwards received notification from our affiliate in china. As reported, it was a valve-in-valve-in valve procedure with a 23mm sapien 3 valve in aortic position. Before the procedure, no CT scan was performed, and severe aortic regurgitation was observed. During the procedure, it was observed that two valves were previously implanted in a valve-in-valve configuration. It was then observed that the right coronary artery ostium was at high risk for a block, so a guiding was successfully used to protect it before deploying the valve. Then, it was decided to implant the valve at a lower position to retain the coronary artery ostia; however, during deployment, the valve ended up underdeployed on the inflow side due to friction between the sapien 3 and the previous valves, and it was implanted in a low position. Finally, it was decided to implant another sapien 3 valve in a slightly higher position to prevent displacement of the underdeployed valve. The whole procedure was successful, and patient was stable after procedure. The perceived root cause of the event was that the valve was underdeployed due to friction with the previous valves.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient and procedure related factors (underdeployed due to friction with the previous valves) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in china. As reported, this was a valve-in-valve-in-valve-in-valve procedure with a 23mm sapien 3 valve in aortic position by transfemoral approach. Before the procedure, no CT scan was performed, and severe aortic regurgitation was observed. During procedure, it was observed that two non-edwards valves were previously implanted in a valve-in-valve configuration. It was then observed that the right coronary artery ostium was at high risk for a block, so a guiding was successfully used to protect it before deploying the valve. Then, it was decided to implant the valve at a lower position to retain the coronary artery ostia; however, during deployment, the valve ended up underdeployed (50/50) on the inflow side due to friction between the sapien 3 and the previous valves, and it was implanted in a low position. Finally, it was decided to implant another sapien 3 valve in a slightly higher position to prevent displacement of the underdeployed valve. The whole procedure was successful, and patient was stable after procedure. The perceived root cause of the event was that the valve was underdeployed due to friction with the previous non-edwards valves.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6.